Event description:
It was reported that the arctic sun device was not reading the patient temperature correctly. They stated no physical damage was apparent and had tried multiple temperature in cables and enable patient temperature 2 and try to read the temperature from there, it read 0 at both locations and would ship a loaner and have this device come back for warranty investigation. Per additional information updated from ttm sheet on 03mar2025, biomed had device with a note that stated that therapy kept stopping and trying to troubleshoot, but patient temperature1 and patient temperature2 were not registering.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not reading the patient temperature correctly. They stated no physical damage was apparent and had tried multiple temperature in cables and enable patient temperature 2 and try to read the temperature from there, it read 0 at both locations and would ship a loaner and have this device come back for warranty investigation. Per additional information updated from ttm sheet on 03mar2025, biomed had device with a note that stated that therapy kept stopping and trying to troubleshoot, but patient temperature1 and patient temperature2 were not registering.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed isolation circuit card. The device was evaluated upon receipt. Isolation circuit card needed replacement. Replaced isolation circuit card. The arctic sun stat passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.